Event description:
The pump was returned for investigation. Investigation revealed a vibration failure. This report is made based on results of investigation completed on 03/11/2014. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/11/2014 with the following findings: during investigation, the vibratory alarm was not functional. The pump cover was opened and the vibration motor was found to be misaligned. Unrelated to this issue, the bolus button cover was detached from the pump. (B)(6).